Manufacturer narrative:
(B)(4). This report will be updated when laboratory analysis is complete.

Event description:
It was reported that during the implant procedure, the helix on this lead would not extend/retract properly and the pacing impedance measurements were high, out-of-range at greater than 2000 ohms. A second lead was tried with the same results, then finally a third lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted leads were returned and are undergoing laboratory analysis.

Event description:
It was reported that during the implant procedure, the helix on this lead would not extend/retract properly and the pacing impedance measurements were high, out-of-range at greater than 2000 ohms. A second lead was tried with the same results, then finally a third lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted leads were returned and are undergoing laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the event of a prolonged procedure. This report will be updated when laboratory analysis is complete. This ingevity lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection noted dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. The lead appeared normal. Laboratory analysis was unable to conclusively determine the root cause of the helix extension/retraction problems and high pacing impedance measurements.